Event description:
Patient with metastatic lung cancer needed a port-a-cath placement for chemotherapy. Port placed in 2008. In 2009, patient had procedure to remove fractured catheter located in the superior vena cava and right atrium.